Manufacturer narrative:
Reporter returned 1 oral-b precision clean brush head on 14-feb-2017. Product investigation is in progress.

Event description:
The brush heads have failed, with the roller bearings in the head becoming dislodged [device breakage]. No adverse event [no adverse event]. Case description: a reporter stated via letter on (B)(6) 2017 that in the last two weeks, two oral-b power oral care refills precision clean had failed, with the roller bearings in the brush head becoming dislodged. His wife of unspecified age had one come out but did not swallow it. The consumer reported he enclosed one of the failed brush heads, along with the roller bearing that had come out of the brush head, with the letter. No symptoms developed. The reporter stated that oral-b brush heads for electric toothbrushes had been used for a number of years without any problems. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.